Event description:
It was reported that following a laparoscopic gastric band case, the pt has had band leakage. Surgery is planned to replace the band with a new one.

Manufacturer narrative:
Info anticipated, but unavailable at this time.